Event description:
A medtronic representative reported that, while in an ent procredure, the surgeon was unable to register patient exam with synergy ent 2.0.0 software. The system did not track instruments with trackers or patient tracker. During trouble-shooting the system became unresponsive. The surgeon completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight unavailable from the site. A medtronic representative, following-up at the site, performed a system check-out, all areas passed. Deleted 70 gb of exams and updated software to ent 2.2.2. System was tested with resin head exam and system was much faster and functioned as expected. Removal of excessive patient exams and a conditional software upgrade appear to alleviate any software lag. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.